Manufacturer narrative:
The date received by manufacturer has been used for this field. Results: one hundred and eleven sample units were returned for evaluation by our quality engineer team. After magnified examination, no needle damage, needle breakage, or hub breakage was observed on any of the provided samples; therefore, the reported defect of broken needle could not be confirmed. A device history record review showed no rejected inspections or quality notifications issued during the production of the reported batch. At this time, a root cause cannot be determined as the defect was not confirmed.

Event description:
It was reported that a consumer found "quite a few" bd¿ general use sterile hypodermic needles breaking during reconstitution. There was no report of injury or medical intervention.